Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "second soft key" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was a punctured keypad. The keypad required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's second soft key was not working found during testing in the biomedical service department. There was no patient involvement. No additional information is available.